Manufacturer narrative:
(B)(6). Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) ((B)(6) 2018). Syringes were assembled in machine, (B)(4), and (B)(4), in lot #8043943 ((B)(6) 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8043960, #80377758, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8043964, and #8037765 and no problems, defects or qn related to the reported issue were found. No sample or picture available for evaluation. Investigation conclusion: based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle leaked from the plunger. There was no report of exposure, serious injury, or medical intervention.